Event description:
Pt had an implantable cardioverter defibrillator generator change 10/17/97 (the ICD was originally implanted 10/5/93-a lead and a sq patch were also implanted in 1993). Following surgery a large hematoma developed and there was bleeding from the incision. A hematoma evacuation was performed 10/22/97. At this time the wires in the sq patch were found to be broken. It is unknown when this occurred (sometime since '93 at the generator change 10/17/97; or during the hematoma evacuation 10/22/97). The patch was capped and the system was reconfigured using the existing leads with success.